Event description:
It was reported that a homechoice device experienced an unspecified alarm during prime of peritoneal dialysis therapy. Upon inspections of the lines and cassette, it was found that there was a slit in the tubing of one of the lines. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. During visual and microscopic inspections damage was observed on the tubing of the patient line, two supply lines, last fill line, heater line and drain line. During leak testing a leak was observed from the damaged tubing. During simulated therapy the homechoice experienced a check supply line alarm. Clamp function testing and clear passage testing were performed with no issues noted related to the reported problem. The cause of the condition was due to the damage to the tubing. The cause of the damaged tubing could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: ¿it was additionally reported that the unspecified alarm on the homechoice device was a check supply line alarm. This alarm is what prompted the patient to inspect the line where a slit in the tubing was found." Should additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.